Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no image on the flexvision monitor. Review of the system log file showed videoswitch reconnection failure. The fse identified that the dvi matrix switch failed. The fse replaced the dvi matrix switch. After replacement of the switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the equipment had no image on the flexvision monitor of the examination room. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that dvi matrix switch was failing. The dvi matrix switch has been replaced that the system was returned to use in good working order.